Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient¿s device has stopped charging, and the patient could not get the recharger to recognize the device in his back. There were no patient symptoms or complications reported.